Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 94 mg/dl. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime, force sensor, occlusion, active current measurement, and self tests; it failed basic occlusion, and sleep current measurement tests. Upon further review, corrosion was found on electrical board where the battery connectors are located and at the very top of the board, and on the back of the lcd display. Unable to locate any cracks in the case whatsoever.